Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the bile duct to treat a biliary obstruction in the distal bile duct due to cholangiocarcinoma during an endoscopic ultrasound-guided biliary tract drainage procedure performed on (B)(6) 2025. The patient experienced nausea, vomiting, abdominal pain, hyperbilirubinemia, and an inflammatory syndrome. On (B)(6) 2026, the patient was admitted to the hospital, where an endoscopy was performed and the stent was found to be obstructed. A double-pigtail stent was implanted, and medication was provided for the patient symptoms. The original stent remains in place, and the physician is comfortable leaving it implanted. The event resolved, and the patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e1103 captures the reportable event of hyperbilirubinemia. Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2326 captures the reportable event of inflammatory syndrome. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device implanted. Imdrf impact code f2303 captures the reportable event of medication required.

Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1103 captures the reportable event of hyperbilirubinemia. Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2326 captures the reportable event of inflammatory syndrome. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device implanted. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent obstruction within device and stent migration. The complaint device was not returned as the device remains implanted; therefore, product analysis could not be performed. Stent obstruction within device, stent migration, nausea, abdominal pain, and inflammation is also noted within the IFU as a possible adverse event associated with the use of the device. The reported events of jaundice, hyperbilirubinemia, and vomiting were associated with the patient's underlying distal bile duct obstruction secondary to cholangiocarcinoma. Laboratory findings and the timing of symptom onset suggest that these adverse events were primarily related to the patient's pre-existing condition rather than device malfunction or procedural error. The reported impacts, endoscopic procedure, hospitalization or prolonged hospitalization, additional device required and medication required, are considered to be related to the procedure. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation as the device remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent obstruction within device, stent migration, nausea, abdominal pain, and inflammation is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of stent obstruction within device, stent migration, hyperbilirubinemia, nausea, vomiting, abdominal pain, jaundice and inflammation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the bile duct to treat a biliary obstruction in the distal bile duct due to cholangiocarcinoma during an endoscopic ultrasound-guided biliary tract drainage procedure performed on (B)(6), 2025. The patient experienced nausea, vomiting, abdominal pain, hyperbilirubinemia, and an inflammatory syndrome. On (B)(6), 2026, the patient was admitted to the hospital, where an endoscopy was performed and the stent was found to be obstructed. A double-pigtail stent was implanted, and medication was provided for the patient symptoms. The original stent remains in place, and the physician is comfortable leaving it implanted. The event resolved, and the patient was discharged on (B)(6) 2026. ***additional information received on february 17, 2026, march 4, 2026, march 5, 2026, march 6, 2026, and march 12, 2026*** it was reported that during the stent placement procedure, correct stent placement was initially confirmed. The patient later developed jaundice. Upon further evaluation, it was determined that the axios stent was misaligned and was not in the appropriate axis, resulting in insufficient biliary drainage. The issue was addressed by placing a double-pigtail stent through the axios stent.

Manufacturer narrative:
Blocks b5, h6 (patient codes and device codes) and h11 were updated with the additional information received on february 17, 2026, march 4, 2026, march 5, 2026, march 6, 2026, and march 12, 2026. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1103 captures the reportable event of hyperbilirubinemia. Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2326 captures the reportable event of inflammatory syndrome. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device implanted. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the bile duct to treat a biliary obstruction in the distal bile duct due to cholangiocarcinoma during an endoscopic ultrasound-guided biliary tract drainage procedure performed on (B)(6) 2025. The patient experienced nausea, vomiting, abdominal pain, hyperbilirubinemia, and an inflammatory syndrome. On (B)(6) 2026, the patient was admitted to the hospital, where an endoscopy was performed and the stent was found to be obstructed. A double-pigtail stent was implanted, and medication was provided for the patient symptoms. The original stent remains in place, and the physician is comfortable leaving it implanted. The event resolved, and the patient was discharged on (B)(6) 2026. Additional information received on february 17, 2026, march 4, 2026, march 5, 2026, march 6, 2026, and march 12, 2026. It was reported that during the stent placement procedure, correct stent placement was initially confirmed. The patient later developed jaundice. Upon further evaluation, it was determined that the axios stent was misaligned and was not in the appropriate axis, resulting in insufficient biliary drainage. The issue was addressed by placing a double-pigtail stent through the axios stent.